Event description:
Patient was implanted with an lcp plate for an orif right proximal humerus fracture on an unknown date. At some point post operative the plate was noted as broken and patient went to nonunion. The patient was returned to the operating room on (B)(6) 2012, for removal of hardware and revision to competitor's hardware.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.